Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. It was reported a c-section was being performed and the surgeon noted that the needle seemed very blunt. Upon inspection it was noted that the very tip had snapped off in the patient. The team could not find the tip. There were no patient consequences reported. Additional information was received.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/8/2024. . H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide lot number. Unknown did the needle tip retained in the patient's tissue? Unknown but assumed yes were x-rays performed to localize the needle tip? No what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment? Unknown were the needle fragments retrieved during the same procedure? Yes, but not kept were x-rays taken to locate the needle fragments? No what measures were taken to retrieve the needle fragments? Yes, but could not locate was there any additional tissue damage as a result of searching for the needle fragments? No were there any unexpected outcomes or complications as a result of the prolonged surgery time? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No the following information was received: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? Needle tip not found, explained to awake patient, no further action needed, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.